Event description:
It was reported that a pt underwent a sling procedure in the hammock position on an unk date. Two weeks after the procedure, the pt was not leaking urine. Six weeks after the procedure, the mesh was found to be exposed at the incision site. On an unk date, the surgeon trimmed the exposed mesh. The surgeon opines that the laser cut may make the mesh too rigid and promote rejection. Six mos after the initial procedure, the pt was leaking urine. Currently, the pt is not cured of stress urinary incontinence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.